Manufacturer narrative:
Additional information received from clinical on 04-oct-2019 that adds a reason for revision ass well as a new patient code for this incident. - attachment: [latereports_19050100-19050101-19050102-19050103.pdf, wd011615_02.pdf].

Event description:
Allegedly, patient revised due to mom complications. Left sade#: 003-009l-1. Allegedly hip left revision was due to increased pain in hip.

Event description:
Allegedly, patient revised due to mom complications. Left.

Manufacturer narrative:
Updating codes.